Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose above 350 mg/dl. The pod was reportedly leaking while worn for between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device was received fully deployed. Upon initial inspection of the device, the exposed portion of the soft cannula was observed to be torn. Upon testing the fluid path, fluid was observed exiting the tear in the exposed portion of the soft cannula. Fluid did not exit the fluid path as intended. Although damage to the cannula was observed, the exact timing and cause of this event could not be determined. No timeouts or drive stalls were observed in the download data. No other damages or deficiences were observed during the investigation.